Event description:
It was reported that the system 9900 had poor image quality following a popping sound coming from the x ray tube making it difficult to view anatomical markers. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. All high voltage connections were cleaned and regreased. The system was tested and found to be working as intended and placed back into service.